Event description:
The clinician reported that on the day the dental implant was placed, in ada 21 of the patient's mouth, a failure occurred upon insertion. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, pain, mobility, bleeding and fistula. No further patient complications were reported.